Manufacturer narrative:
Batch review performed on 12-jan-2021: lot 1910953: (B)(4) items manufactured and released on 04-jun-2020. Expiration date: 24-may-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot. 1907768. Batch review performed on 12 january 2021: lot 1907768: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
Second revision surgery due to shoulder luxation (instability) of the glenosphere from the liner, 1 month after the previous operation. During the revision surgery the metaphysis, glenosphere and liner were revised. The new glenosphere is lateralized and the liner is +3mm.

Manufacturer narrative:
The visual inspection was performed on wednesday, 27th january 2021 by medacta r&d department. The liner does not present any signs of damage. The glenosphere is partially scratched and dull, probably due to friction with the "reverse metaphysis" occurred after the dislocation. The reverse metaphysis shows minor bone and hydroxyapatite residuals on the coated surface. The outer cylindrial surface is damaged on the medial side presumably due to contact with the glenosphere.